Manufacturer narrative:
It was reported that the pump will not be returning to the manufacturer for evaluation, as it was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad administrator that per the vad coordinator the patient expired at an outside rehabilitation facility. The hospital's vad coordinator was notified after the patient expired. The patient complained of respiratory distress at onset of the event. According to the hospital no other information is available. The hospital staff does not know if the event was device related.